Manufacturer narrative:
The device was returned to covidien for eval where a data trend download of the n-560 by covidien determined that there is no data present; visual inspection and full testing of the unit confirmed that the unit is performing as expected. Note: no report of a malfunction with the unit. It is unk if the unit was in use during pt's death.

Event description:
Covidien received a report that a pt death occurred. The hospital legal rep states that they believe the n-560 was powered off at the time of the event, that there is not an issue with the unit, it is believed to be a 'user' issue only; he declined to provide any further info.